Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula broken. Broken part was missing. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor cannula was broken in half. The customer had to pull out the other piece of the sensor cannula from his stomach with tweezers. Customer's blood glucose level has dropped to around 40 mg/dl and gone up to 400 mg/dl. The insulin pump kept alarming lost sensor and sensor errors. The customer was advised that the device would be replaced and agreed to return the product for analysis.